Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but multiple temperature alarms occurred. Additionally, it was reported that an altitude alarm occurred and that an undefined alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Customer was unable to clear the alarms and reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 80 mg/dl.